Event description:
It was reported that the right ventricular lead was oversensing a signal every two seconds resulting in left ventricular pacing inhibition. It was also noted that the right ventricular port was plugged. A request for technical services (ts) review was sent. Ts noted that the signal was issued by auto lead detect. The device required a right ventricular lead to be connected to the right ventricular (rv) lead port. When the lead is connected to the rv port the auto lead detect will be stopped. Ts noted that there were out of range pace impedance measurements thus auto lead detect has not been disabled and it can not be turned off by programming. Ts noted that the device requires an rv lead due to the timing cycle being crated by the rv thus the device would not work as intended. No adverse patient effects were reported. The cardiac resynchronization therapy defibrillator (crt-d) remains implanted.